Manufacturer narrative:
Continuation of d10: product ID 97745nt (serial: (B)(6); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient states about 3-4 weeks ago to about a month ago, they had been in and out of the hospital not related to the medtronic device/therapy and they were going to be having an MRI but the controller would not power on. Pt states they tried to charge it for a little bit and they got the controller to power on but then when they were putting the ins into MRI mode the pt felt a "zing" down the leg but then they couldn't get the controller to power on. While on the call agent had pt removed the battery pack and plugged the controller into the ac power cord and the controller powered on. And showed memory problem. Agent had pt put the battery pack back into the controller and states they see the set up screen. Pt then states they have to call back, and had to disconnect the call as they had to leave for an appointment. Pt will call back when they are able to continue troubleshooting.